Manufacturer narrative:
A patient experienced autoreducing was reported to abbott. As a result, one of the existing leads was explanted and replaced to address the issue. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Further follow-up indicates the patient had surgical intervention on (B)(6) 2020, during which one of existing leads was explanted and replaced. Issue resolved and therapy has been restored. Both of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2020-31610. It was reported the patient has lost stimulation due to an impedance issue. As a result, the patient will undergo surgical intervention on a later date.